Manufacturer narrative:
The analysis of the motor battery charger was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of battery charger 1 was completed by medtronic personnel. Testing found that the battery charger 1 functioned as designed during testing. However, there was visual evidence of leaking capacitors. The analysis of battery charger 2 was completed by medtronic personnel. Testing found that the charger c output had no output while output d was high and outside of specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the charger board for the imaging system were not regulating properly. To restore functionality, the charger board were replaced. The imaging system then passed the system checkout and was found to be fully functional. The charger board 1, charger board 2 and motor charger were returned to the manufacturer for evaluation. However, results are not available at this time. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the charger board on the imaging system was not regulating properly. There was no patient present when this issue was identified. No additional information was provided.